Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead reported hearing beeping tones coming from the device every six hours. A data disk was sent into a boston scientific engineer for review. After review, the engineer's analysis confirmed low shocking impedance values of less than 20 ohms. The reason for the beeping tones was likely due to a shortened lead condition which could lead to internal circuitry damage to the device and thus prevent the device from effectively delivering shock therapy. No adverse patient effects were reported. The rv lead and device remain implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.;